Event description:
It was reported that at a follow up visit three months after implant, the radiologist discovered mitral valve regurgitation as well as an abnormality on magnetic resonance imaging (MRI) described as an "artifact ra/rv [right atrium/right ventricle] from pacing lead, anterior wall (lv) artifact". Follow up information revealed that no intervention has been reported. The right atrial and right ventricular leads are still in use. The patient is part of (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.